Event description:
It was reported that during a procedure one of the cuts of the intestine the endostapler device is activated for a moment by the specialist but is blocked, all maneuvers are performed to unlock, but it does not work. Another one is uncovered to replace the battery, but it does not work either. For this reason the new one is used with a new white recharge. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 5/16/2024 d4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient suffer any adverse consequences? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If no, ask staple line issue questions if yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: a9ee46 no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. D4: batch # 724c75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned, with a gst60b reload loaded on the device. The reload was received fully fired. The jaws and closure trigger were returned in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. In addition, the handle shrouds were found partially opened. The handle shrouds were removed and were found to be damaged. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. The cable was reconnected and the knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the damage on the handle shrouds was due to improper handling of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The motor wire disconnected is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 724c75, and no non-conformances were identified.